Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold and low sensing values. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.